Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that was not able to close the jaws and one wire was loose on fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.